Manufacturer narrative:
Exemption number: e2015015. Instradent USA, inc is submitting the report on behalf of neodent - jjgc.

Event description:
The clinician reported that 4 months after the dental implant and abutment were placed in ada site 13 in the patient's mouth, the implant had not achieved osseointegration in type ii bone. The clinician reports that the patient has pain, swelling and bone loss. The device will be forwarded to the manufacturer for investigation. There were no reported post-operative patient complications.

Manufacturer narrative:
Exemption number: e2015015. Instradent USA, inc is submitting the report on behalf of neodent - jjgc. Considering the surgical methodology, it was seen that the dentist has selected an implant design which is not recommended for the patient's bone quality.

Event description:
The clinician reported that 4 months after the dental implant and abutment were placed in ada site 13 in the patient's mouth, the implant had not achieved osseointegration in type ii bone. The clinician reports that the patient has pain, swelling and bone loss. The device will be forwarded to the manufacturer for investigation. There were no reported post-operative patient complications. (B)(4).